Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, blood at sensor insertion site and customer noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values. The customer also reported the insulin pump continued to delivery insulin during the low. The customer reported blood glucose was 48 mg/dl and sensor glucose was 121 mg/dl at the time of incident. The customer reported hypoglycemia was treated with and carbohydrate intake. The event involved products mmt-441ag, mmt-7040ma, mmt-342, mmt-1884l. Troubleshooting was partially performed for hypoglycemic event and later customer declined. The customer was using the insulin pump system within 48 hours of reported event. The customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for differences between glucose levels, the difference between sensor glucose and blood glucose values was 73 mg/dl and it was beyond 30% limit. The insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. Troubleshooting was performed for blood at site and customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt-441ag.  Product return requested for mmt-7040ma. Customer declined to return, or is unable to return.  No product return is required for mmt-342. No product return is required for mmt-1884l.